Event description:
It was reported that the patient experienced difficulty charging due to the ipg location. As a result, the patient underwent surgical intervention wherein the ipg site was relocated and replaced. Therapy resumed post procedure.